Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time, malfunction alarm cleared and insulin delivery was resumed successfully. Customer¿s blood glucose level was 60 mg/dl.